Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 were updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: summary: vent failed to complete start up.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: vent failed to complete start up.

Event description:
The following was reported to hamilton medical ag: summary: vent failed to complete start up.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 were updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2 and h4. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. The ventilator failed to complete start up due to a prior drop of the device. No patient involved. The event did not cause or contributed to a death or serious injury. Provided logfiles (errorlog) show that the reading of eprom data failed and therefore the startup process stopped. The root cause of the issue is deemed to be the drop of the device. The esm (processor board) was replaced and the start up issue was resolved.